Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported receiving battery out limit and check settings alarms with the insulin pump. Customer's blood glucose was 16 mmol/l. While going through history, the insulin pump went black and alarmed with another failed battery test. The battery in the device was reportedly new. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had currents within specification and no battery out limit alarm was noted. The insulin pump had minor scratches on the display window and a cracked case near the display window corners.